Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found the image was noisy and an e216 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the error messages and noisy image was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 scope communication error message when plugged into the video processor. The issue occurred during device setup. There was no patient involvement.